Event description:
The customer reported a diluent leak of approximately 50-100 ml by the upper sheath coil of the coulter lh 780 hematology analyzer. The customer indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse could not confirm an active leak as the customer had already reattached the disconnected tubing from the bottom sheath coil fitting. The fse replaced the green stripe tubing to prevent further issues and no further leaks were observed. Failure mode of the leak is attributed to a disconnected tubing from the bottom sheath coil fitting. Beckman coulter internal identifier for this report is (B)(4).